Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jun-18 reported they have no further information. It was noted that the rep does not know the cause of the patient's increase in spasticity. The rep was at the patient's dye/roller study and all results were normal. It was noted to follow up with the healthcare professional to see if the issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Previously reported information was received from a healthcare provider (hcp) and consumer via a device manufacturer representative (rep).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml lioresal at 370 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient was experiencing a worsening of spasticity. The managing physician was requesting an evaluation of the catheter and the pump. It was noted the patient had a recent history of multiple falls. A catheter dye study and (B)(6) study was performed and the issue remained unresolved. However, it was noted that the patient¿s status was "alive-no injury". The patient was having issues with their implant, so it was replaced in (B)(6) [2017]. At the time the patient was receiving 300 mcg/day. There were no further complications reported.